Manufacturer narrative:
Section d6a: if implanted; give date: n/a. The intraocular lens was inserted and removed during the same procedure. Section d6b: if explanted; give date: n/a. The intraocular lens was inserted and removed during the same procedure. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section e:telephone: (B)(6). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It is reported that a preloaded intraocular lens( iol) was implanted on the 5th and a surgeon noticed a filament on the optic of the lens. The surgeon tried to aspirate the filament out but noticed it was in the optic material. As it would not come out of a thorough "irrigation"/aspiration. Surgeon removed the lens and replaced it with the backup lens option. The patient was fully recovered. No further information was provided.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: no. Section d-9: device date returned to manufacturer: not returned. Section h-3: device evaluated by manufacturer: yes. Device evaluation: no suspect product was received; however, a photo was provided and evaluated revealing the suspect lens to be cut in half, and that only one half of the lens can be seen in the photo. Scratches could also be observed. Due to no product being received, no further evaluation could be performed, and no further issues identified. The complaint issue was not identified and could not be confirmed to be related to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order was performed. Conclusion: the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.